Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a vertical gas break through in the left eye of a patient during lasik surgery. There are two related reports for this event. This report addresses the patient initial's cb, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program. The review of the logfiles by the global technical service that does not indicate any technical issues or malfunctions of the device in the timeframe of the reported treatment. According to follow-up information provided by the local clinical application specialist the clinic has unofficially acknowledged that the operations were performed by a resident who was not trained on system. At that point, they had no complaints about the equipment or the company. The root cause could be concluded as external, user error. The manufacturer internal reference number is: (B)(4).